Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the tip broke off and was removed. It was further reported that there was a two minute delay. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a surgical procedure, the tip broke off and was removed. It was further reported that there was a two minute delay. No further information was provided.